Manufacturer narrative:
All available information was investigated, and the reported clip open during established final arm angle (efaa) was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported clip open during efaa could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first ntr clip was successfully deployed. Then a second clip delivery system (xtr cds) was advanced to the mitral valve, and the clip grasped the leaflets fine; however, the clip opened 30 degrees while locked when establishing final arm angle (efaa). Therefore, efaa was performed three more times, but the clip still opened. The cds was removed with the clip attached. Two more clips were deployed to further reduce mr. Three clips were implanted, reducing mr to 2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.